Event description:
A customer reported to baxter (B)(4) of a vented paclitaxel set that was leaking. The source of the leak was in a number of areas running down the line. A patient was involved but no injury was incurred. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through oued (B)(4) to manage this issue.